Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recuring incontinence due to a fluid loss in the pressure balloon. The physician noticed that the cuff could not be deflated using the control pump, indicating a system malfunction. Upon examination, it was found that the pressure balloon had a rupture of approximately two centimeters and contained no fluid. The surgeon concluded that the damage was caused by contact between the balloon and a mesh present in the abdominal incision, which led to friction and subsequent tearing. The aus was explanted and replaced. There is no additional information reported.